Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Imdrf device code a020503 captures the reportable event of seal compromised. An axios stent and electrocautery enhanced delivery system packaging was returned for analysis. Visual examination of the returned packaging found the packaging damaged in different sections. The box of the device was received opened, and the pouch of the device was damaged (tear) in the seal section. The reported events of packaging seal compromised and packaging damaged/defective were confirmed. Taking all available information into consideration, the investigation concluded that the reported events were likely due to handling of the boxes during the transport or the storage. Therefore, the most probable root cause is cause traced to transport/storage. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be used in the pancreas during a pseudocyst drainage procedure performed on an unknown date. During preparation, it was noted that the outer packaging was damaged, and the inner sterile packaging seal was compromised. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be used in the pancreas during a pseudocyst drainage procedure performed on an unknown date. During preparation, it was noted that the outer packaging was damaged, and the inner sterile packaging seal was compromised. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.